Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) bi-ventricular (bi-v) trigger feature potentially caused a non-sustained ventricular tachycardia. Technical services could not completely confirm this but conservatively recommended to turn of the bi-v trigger feature off. This crt-p remains in service and no additional adverse patient effects were reported.